Manufacturer narrative:
A gfe was sent to request information regarding the patient outcome, device explant status and return, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding the patient outcome, device explant status and return, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.